Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient 's attorney that allegedly the patient underwent left total hip arthroplasty on (B)(6) 2007 and was implanted with a 36 mm +5 lfit anatomic v40 femoral head and an accolade tmzf hip stem. The patient was revised on (B)(6) 2021 due to head disassociation.